Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2013). The patient¿s meter and test strips have been returned on 8/27/2013 and evaluated by lifescan product analysis on 8/30/2013 and 9/4/2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the morning on (B)(6) 2013. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed a symptom of shaking three days later. The patient, however, denied receiving any form of treatment after the reported product issue occurred. At the time of troubleshooting, the csr verified the patient was using the correct test strip (at the time the alleged issue occurred) and she was using the proper testing technique (per owner¿s booklet recommendation). The csr also noted the alleged issue did not occur after the subject meter was turned on manually. However, the alleged issue remains unresolved since the patient did not have all testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up #2 - additional information - (09/10/2013). This supplemental is being sent to correct information that was submitted previously. Control solution involved with this report was documented as test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.